Event description:
Customer reported, one hot pack exploded when an employee was using. Operator of the device is unknown. No further information was provided upon request.

Manufacturer narrative:
Samples were received for evaluation, and the investigation determined that the samples were pre-activated; they had not been activated by a user nor had the samples burst. The reported defect of burst was unconfirmed and the root cause remains unknown. Device history record review was completed on the reported lot v2k116, and the lot was manufactured and released in compliance with all requirements. Cardinal health will continue to monitor complaint trends for this reported issue of burst and work to identify improvement activities to minimize reoccurrence.